Manufacturer narrative:
The customer did not return the device for evaluation. Therefore, a device history record was reviewed for the suspected contour next one meter and no manufacturing anomalies were found. The device manufacture date for the contour next one meter serial # (B)(6) was captured as (B)(6) 2019 in section h4 of the initial report. The correct device manufacture date is 25-sep-2019. Section h4 has been updated.

Manufacturer narrative:
The patient/family was the initial reporter, so personal information was not entered. No information was captured as the customer's age and weight were not provided.

Event description:
The customer reported that on (B)(6) 2020, she attempted to perform blood glucose testing by inserting the contour next test strips into the contour next one meter, however, the meter did not switch on. On (B)(6) 2020, the customer was feeling unwell and during this time, she was unable to test her blood glucose. An ambulance was called and upon their arrival, a blood glucose test was performed with their meter, which gave a hi reading, indicative of a reading above the measurement range. The customer took a regular amount of insulin and was monitored for two hours until she was stable. The customer was advised to return the device for evaluation. A replacement meter kit was sent to the customer.